Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited insulation erosion causing the outer coil to be exposed. The rv lead was reprogrammed and is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.